Event description:
It was reported that there were "no conditions met" audible tones from the device. It was noted that the patient may have been exposed to a magnet or electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.